Manufacturer narrative:
The reported product's were returned and investigated. Visual inspection has been performed on the returned meter and strips, no issues were observed. The meter powered on with button depression and with test strips. All results were within range specification and no errors were observed during control solution testing. The reported readings were not found in the meter's memory.

Event description:
Customer¿s daughter reported that on (B)(6) 2018, customer received "hi" (readings greater than 500 mg/dl) followed by a reading of 135 mg/dl within 10 minutes on her adc blood glucose meter. Customer experienced hallucinations and lost consciousness at 11 a.m. Paramedics were called who obtained a reading of over 700 mg/dl on their meter and the customer was transported to a hospital where an unspecified "high" reading was obtained at 12:00 p.m. Customer was diagnosed with hyperglycemia and received multiple doses of unspecified medication to lower the blood sugar. Customer was reportedly hospitalized and discharged on (B)(6) 2018 with new medication of 20 units of lantus (insulin glargine) and humalog (insulin lispro) added to her daily regimen of glipizide. Readings of (hi) 501 mg/dl and 135 mg/dl were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction report. Date received by mfg was incorrectly documented in the follow up #1 report. The correct date is january 23, 2019.

Event description:
Customer¿s daughter reported that on (B)(6) 2018 customer received "hi" (readings greater than 500 mg/dl) followed by a reading of 135 mg/dl within 10 minutes on her adc blood glucose meter. Customer experienced hallucinations and lost consciousness at 11 a.m. Paramedics were called who obtained a reading of over 700 mg/dl on their meter and the customer was transported to a hospital where an unspecified "high" reading was obtained at 12:00 p.m. Customer was diagnosed with hyperglycemia and received multiple doses of unspecified medication to lower the blood sugar. Customer was reportedly hospitalized and discharged on (B)(6) 2018 with new medication of 20 units of lantus (insulin glargine) and humalog (insulin lispro) added to her daily regimen of glipizide. Readings of (hi) 501 mg/dl and 135 mg/dl were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s daughter reported that on (B)(6) 2018, customer received "hi" (readings greater than 500 mg/dl) followed by a reading of 135 mg/dl within 10 minutes on her adc blood glucose meter. Customer experienced hallucinations and lost consciousness at 11 a.m. Paramedics were called who obtained a reading of over 700 mg/dl on their meter and the customer was transported to a hospital where an unspecified "high" reading was obtained at 12:00 p.m. Customer was diagnosed with hyperglycemia and received multiple doses of unspecified medication to lower the blood sugar. Customer was reportedly hospitalized and discharged on (B)(6) 2018 with new medication of 20 units of lantus (insulin glargine) and humalog (insulin lispro) added to her daily regimen of glipizide. Readings of (hi) 501 mg/dl and 135 mg/dl were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.